Event description:
The customer reported to olympus that the hf unit "esg-400" setting had changed on its own. The event occurred during a therapeutic laparoscopic procedure. The procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no problems found. Olympus will continue to monitor field performance for this device.